Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen dose and con centration not reported via an implantable pump. The indication for use was intractable spasticity. The patient's medical history included spasticity. The other medications the patient was taking at the time of the event was oral baclofen. The patient's physician reported that the patient stated that the pump had shifted in the pocket but that the patient had no other symptoms, no return of spasticity. There were no environmental, external or patient factors that may have led or contributed to the issue. An abdominal x-ray was scheduled. There were no reported interventions or actions and the issue was not resolved at the time of the report. The patient's status was noted as alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that in regards to results of the abdominal x-ray performed, the patient had no tests. No actions/interventions were taken to resolve the pump shifting in the pocket, the issue was resolved. The cause of the pump shifting in the pocket was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.